Event description:
Patient called this morning (date redacted) to report solid red light and a continuous high-pitch alarm. Unclear if the dose was delivered from looking at the device, but patient reported no delivery and dose was due to be delivered at about (time redacted). Dose was likely not delivered. Patient was ordered pegfilgrastim sq injection and it was administered instead. Device was confirmed to not have delivered the dose, and an equivalent medication was administered.